Event description:
Flashcard analysis completed on 03/18/2015. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. Analysis of the handheld was completed on 03/18/2015. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications.

Event description:
It was reported that the physician's handheld would not load the vns software. A hard reset was performed and the battery was removed and reinserted. The flashcard was removed and reinserted and ensured to be firmly in place. It was later reported that the physician would like a new programming system due to the ongoing problems. The physician was provided a new programming tablet. The handheld and flashcard are expected to be returned for analysis, but have not been received to date.

Manufacturer narrative:
.

Event description:
The handheld and flashcard were received for analysis. Analysis is underway, but has not been completed to date.